Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred. Reportedly, the customer was unsure if the cartridge was removed. Blood glucose was 349 mg/dl. The customer successfully reloaded the cartridge to address the event.